Event description:
It was reported that the button on the device would stick and often become unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined any follow-up or to provide additional details, and the case was closed by technical support.